Event description:
It was reported that the device makes a lot a of noice, does not flush through in a correct way, stop to work in ongoing program. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. The returned device was visually inspected, and it was noted that the front panel had cracked in multiple places along the top and the latch door was wobbly. Further review of the pump sub-assembly and components showed no functional issues with the tubing connector. The warranty seal was damaged, indicative of potentially unauthorized repair attempts. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, it was noted that the unit does not flush correctly. The cause of this can be attributed to wear and tear of the motor which is exhibited in the loud motor and caused by extended usage in the field. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. A cause to the loud motor and the wobbly latch door can be attributed to wear and tear from extended usage in the field, since the device was manufactured in 2014. The complaint allegation was confirmed, and other failure modes were identified.